Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via lab. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.oratory testing.

Event description:
It was reported the patient has been experiencing pocket pain since the ipg was implanted on (B)(6) 2017. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the pocket site was made deeper and a different type of suture was used.